Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The facility reporter indicated the index procedure occurred sometime this month from the date it was reported to the manufacturer representative. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed. The plunger with the anterior needle tip and anterior cuff was not returned. The suture was loaded in the device. The posterior cuff with link was still in the foot pocket and its cuff tabs were undisturbed. The anterior cuff, however, had been pulled out of the foot pocket, with its tabs damaged. One of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. Based on the investigation findings, a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. Therefore, the reported cuff miss event is confirmed. Because the needle tip did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing. The posterior foot was examined and no needle strike marks were detected indicating the posterior needle was deflected outside of the foot pocket during deployment. Based on the analysis of the returned device, the most probable cause for the posterior cuff miss and subsequent failure to achieve harvest the suture is due to needle deflection during plunger deployment possibly caused by interaction with anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. No manufacturing or quality inspection deficiency was detected. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used with the same results. It was indicated that either another proglide or a perclose at was used to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.